Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level where the continuous glucose monitor read "low," exact value was not provided. Customer consumed orange juice to address low bgs. Reportedly, the customer would consume less carbohydrates than the amount that was bolus for. Recommendation was made to consult with healthcare provider regarding diabetes management.